Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has bot been identified. Attempt have been made to obtain additional information by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an unexpected outcome for a patient who is struggling to read in the non dominant eye, following intraocular lens (iol) implant surgery. Additional information has been requested.